Manufacturer narrative:
(B)(4). The customer noticed that the serial pins were bent. The flow sensor was positioned after the oxygenator. During laboratory analysis, the product surveillance technician (pst) connected, disconnected and reconnected the flow sensor to the module five times and experienced no issues. The pst confirmed that the serial pins were slightly bent. A replacement device was sent to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2017-00453.

Event description:
It was reported that before use of the device for a cardiopulmonary bypass (cpb) procedure, the device had bent pins and could not make a connection to the flow meter. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: prior to going on bypass, the first flow sensor was not reading any flow and showed dashes on the central control monitor (ccm), even though the pump was on and the rpms were above zero. Since they were not on bypass, the clinical specialist instructed the team to change the flow probe out with a second flow probe from the other new advanced perfusion system 1 (aps1), and they attempted to attach that sensor to the aps1. This second flow probe had pins that were bent and the flow probe was not able to be attached to the flow module. The team used a third flow probe and was able to confirm flow of the prime in the circuit. The system was then used for cpb. This incident did not delay the surgical procedure. There was no harm, nor blood loss, for the flow probes were changed out prior to initiation of bypass.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.